Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because as this was not provided during follow up efforts. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a hematoma requiring hospitalization occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive sheath was selected for use. Post procedure, an angioscan was performed, and a hematoma of 200 x 120 x 90mm with active bleeding from a small artery in the short adductor muscle on the right femoral puncture point was noted. This hematoma was noted to be indurated and painful. After consultation with the interventional radiologist, redo of a compressive bandage was performed, and this was monitored locally. The evolution was favorable, with a disappearance of the pain and a local improvement with a disappearance of the induration. The patient was discharged home on (B)(6) 2024 post hospitalization. It is unknown if the device will be returned for analysis.

Event description:
It was reported that a hematoma requiring hospitalization occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive sheath was selected for use. Post procedure, an angioscan was performed, and a hematoma of 200 x 120 x 90mm with active bleeding from a small artery in the short adductor muscle on the right femoral puncture point was noted. This hematoma was noted to be indurated and painful. After consultation with the interventional radiologist, redo of a compressive bandage was performed, and this was monitored locally. The evolution was favorable, with a disappearance of the pain and a local improvement with a disappearance of the induration. The patient was discharged home on (B)(6) 2024 post hospitalization. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
H6: impact codes- corrected to f23 as the referenced compressive bandage applied fits this scenario. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because as this was not provided during follow up efforts. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.